Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 11:16:39. During night drain cycle four, the patient's ultrafiltration reading was 159ml, indicating the home patient (hp) drained 159ml more than their maximum programmed fill volume of 250ml. The alarm occurred on (B)(6) 2014 16:22:51. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes, visual inspection and functional testing on the device. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.